Event description:
End user advised was in the shower and the metal under the seat broke and one of the screws pulled a loose where it makes an x and caused chair to collapse and fall on the bottom of the shower, end user advised good leg was trapped under chair and he had to get it out from under it, end user advised just had a knee replacement on (B)(6) 2014, end user did not seek medical attention, end user advised there was nothing bleeding or strange pain, end user advised called his orthopedic surgeon, end user could not provide any further information.